Manufacturer narrative:
The amsco 400 sterilizer subject of the event is not serviced or maintained by steris. A service request was placed by user facility personnel in (B)(6) 2023. A quote was provided from steris service to the user facility on required service repairs however, the user facility declined steris to service the amsco 400 sterilizer. The medwatch # (B)(4) indicated that service parts were ordered on (B)(6), 2023, and received on (B)(6), 2023. User facility personnel installed the received components and found additional service parts were required. A second order for applicable service parts was placed on (B)(6), 2023, and received on (B)(6), 2023. The amsco 400 sterilizer was returned to service following the completion of repairs on (B)(6), 2023. Following the completion of the user facility's repairs and returning the amsco 400 sterilizer to service, the user facility filed medwatch # (B)(4). Steris received the medwatch report on (B)(6), 2023. The amsco 400 sterilizer was manufactured in 2014 and is approximately 9 years old. No additional issues have been reported.

Event description:
The user facility reported via medwatch # (B)(4) that their amsco 400 required maintenance and had placed an order for parts. The user facility reported that there was a delay in receiving the parts as they were on backorder. No report of injury.

Manufacturer narrative:
UDI related data quality updates only - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.